Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and replaced a bent collet clamp. The instrument was inspected and tested without further problem and returned to expected operation.